Manufacturer narrative:
No additional information is available at this time. If further relevant information is obtained, a follow up MDR will be filed.

Event description:
It was reported via notice of litigation that a patient was dropped while being transported on a cot. It was reported that the patient passed away as a result of injury relating to the alleged drop. No additional information is available at this time.